Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, serial: (B)(6).

Event description:
It was reported during an explant procedure (manufacturer report number 1627487-2025-01066) on (B)(6) 2025 two leads were left abandoned and one of the leads was fractured. Surgical intervention may take place at a later date to address the abandoned leads. It is unknown which lead is liable.